Event description:
During troubleshooting of a a reload the set 166 alarm that appeared on the homechoice (hc) display during use, the home patient (hp) revealed that one of the bags became disconnected (from the cassette). The technical service representative (tsr) advised the hp to start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned, and the lot number is unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). During a follow up with the nurse regarding the disconnection, it was revealed that the issue was resolved by starting over using new supplies per the technical service representative (tsr)'s advice. The nurse did not know the cause of disconnection. Per nurse, the hp did not have any injury or harm as a result of this incident. The nurse stated that the hp is doing fine and continuing therapy without issues. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed. The cause was determined to be "bag became disconnected." Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.